Event description:
It was reported that unit shutdown during use on patient, event occurred (B)(6) 2024 around 13:15 cdt, no patient adverse effects reported.

Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Manufacturer narrative:
The investigation was based on the reported event, information from onsite investigation by dräger service technician and log analysis of the affected v500 device. The log file provided did not reflect the reported time. Upon enquiry, the customer confirmed the reported day of the event. The technician was at the device on (B)(6) 2024 at 01:28 pm to pull the log file. Two warm start events can be confirmed on 2024-07-19. The trigger for these warm starts is the switching of the rocker switch during operation. The investigation of the log file did not reveal any event related to the m16.2 which was then replaced as precaution via the first onsite investigation. A device malfunction could not confirmed by log file analysis. The device behaved as specified when the rocker switch was activated during operation and issued alarms to inform the user the next time the device was restarted. During onsite investigation the device was tested according to manufacturer specs without deviations. However, different to initial reports, the results of the investigation did not reveal any device malfunction and no serious injury was reported. In accordance with meddev 2.12 rev.08 and the medical device regulation (MDR 2017/745), the event is not considered reportable. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that unit shutdown during use on patient, event occurred 07-23-24 around 13:15 cdt, no patient adverse effects reported.